Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient is new to pd therapy and has a past medical history of generalized hypersensitivity reaction with report of ongoing skin rash. The patient¿s pd culture did not generate any organism growth, indicating the event is likely not a bacterial infection. However, the patient¿s pd culture did have an elevated wbc, with report of a particularly high eosinophil count. Eosinophilic peritonitis, while rare, is known to be attributed to allergic/hypersensitivity/inflammatory reactions to pd therapy. Given this is the patient¿s second eosinophilic peritonitis (without an identified bacterial source) since beginning pd therapy on (B)(6) 2022, the event is likely to be an inflammatory/hypersensitivity response to pd therapy. Currently there is no allegation nor any objective evidence that the hypersensitivity response is due to a liberty cycler set malfunction or product deficiency. The peritonitis is likely a response to a patient/pd therapy biocompatibility related issue.

Event description:
A peritoneal dialysis (pd) patient reported they had peritonitis during a call to customer support for an unrelated issue. There were no allegations made against any fresenius products during initial reporting. Upon follow up, the peritoneal dialysis nurse (pdrn) stated that the patient was experiencing symptoms of cloudy pd effluent and abdominal pain. The patient was seen in the outpatient pd clinic on (B)(6) 2022 for a scheduled visit and a culture was taken due to patient symptoms. It was reported that the patient is suspected have a hypersensitivity or inflammatory reaction to pd therapy characterized by two events of sterile peritonitis with elevated eosinophil count. The nurse stated the patient has a past medical history of generalized hypersensitivity with pre-existing skin rashes. Due to the suspected biocompatibility issue, the patient is expected to be transitioned to hemodialysis modality as the patient is not likely a good candidate for pd therapy.

Event description:
A peritoneal dialysis (pd) patient reported they had peritonitis during a call to customer support for an unrelated issue. There were no allegations made against any fresenius products during initial reporting. Upon follow up, the peritoneal dialysis nurse (pdrn) stated that the patient was experiencing symptoms of cloudy pd effluent and abdominal pain. The patient was seen in the outpatient pd clinic on (B)(6) 2022 for a scheduled visit and a culture was taken due to patient symptoms. It was reported that the patient is suspected have a hypersensitivity or inflammatory reaction to pd therapy characterized by two events of sterile peritonitis with elevated eosinophil count. The nurse stated the patient has a past medical history of generalized hypersensitivity with pre-existing skin rashes. Due to the suspected biocompatibility issue, the patient is expected to be transitioned to hemodialysis modality as the patient is not likely a good candidate for pd therapy.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. At this time a search in the sap system was performed, to verify the product availability for companion samples at the dcs; the entire lot has been sold and distributed. Since the complaint sample is not available neither photos or videos were provided for evaluation and during the DHR review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description, could not be confirmed. At this time, no sample has been provided.